Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Peritoneal dialysis therapy was ongoing. After fourteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.